Event description:
It was reported that balloon rupture occurred. A 6.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.